Event description:
It was reported that during the implant attempt of the right ventricular lead, the physician inadvertently extended the helix and the lead was unable to be placed. It was further reported that the lead may have been damaged during the implant attempt. The attempted lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).